Event description:
It was reported that patient underwent initial shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to dislocation possibly due to improper implantation during the initial procedure. Patient was revised to a reverse total shoulder system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - approximately 3 years ago.